Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads had continued to malfunction despite an effort of reprogramming; the patient was losing effectiveness of the scs pain control. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned.

Event description:
A report was received that the patient's leads had continued to malfunction despite an effort of reprogramming; the patient was losing effectiveness of the scs pain control. The patient will undergo a lead revision procedure.